Event description:
The customer reported difficulty establishing demand mode pacing. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported difficulty establishing demand mode pacing. No adverse pt impact was reported. Philips evaluated the event files. The event was consistent with a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device. (B) (4).